Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material and a hole on the pebax. Also, an electrode was found broken and lifted with sharp edges. The device was connected to the generator, and no temperature was displayed due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the pebax damage could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The potential cause of the electrode damaged could not be determined. The instructions for use (IFU) contain the following information: if the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. The instructions for use (IFU) contain the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged by increasing the flow rate and verifying flow from each of the six irrigation holes. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: stress problem identified (c0706) / investigation conclusions: stress problem identified (c0706) / component code: electrode (g0201501) were selected as related to the damaged electrode identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / electrical lead/wire (g02015) were selected as related to the customer's reported issue of no temperature which was due to an open circuit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, there is no temperature displayed on the carto or generator. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.